Manufacturer narrative:
(B)(6). Follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is having a battery pin contact issue. There was no patient involvement.